Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis symptoms on (B)(6) 2019 which included nausea, vomiting, diarrhea, fever, and chills. The patient was triaged at the emergency room (ER) but was not admitted. The patient was given unknown antibiotics at the ER. The patient reported to the clinic on (B)(6) 2019 and was started on a course of intraperitoneal vancomycin and gentamicin on the (B)(6) 2019, gentamicin only from (B)(6) 2019, and was prescribed oral ciprofloxacin for ten days starting on (B)(6) 2019. The organism was identified as acinetobacter baumannii complex. As of (B)(6) 2019 the patient is recovering and the most recent culture from an unknown date came back negative. Cassette lot number is unknown and the cassette is no longer available. White blood cells are now within an acceptable range. There was no device related incident alleged as the cause of the infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event peritonitis, characterized by nausea, vomiting, diarrhea, fever and chills which warranted hospital evaluation and antibiotic therapy. The etiology of peritonitis is unknown; therefore, causality cannot be firmly established. However, per the pdrn there is no allegation a liberty select cycler product deficiency or malfunction was associated with the event. Based on the information available, the liberty select cycler can be disassociated as there is no objective evidence or indication the liberty select cycler caused or contributed to the serious adverse event(s) experienced by the patient. Research has established those individuals undergoing pd therapy are at high risk for infections of the peritoneum (1). Should additional information